Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure in 2003. The arterial access site was confirmed in the right common femoral artery, which was reported to be 4.5mm in diameter. It was reported that the device was inserted, deployed and removed without difficulty. The pt was discharged home later that afternoon. Four days later, the pt presented to the hospital with complaints of acute right leg pain and claudication of the right extremity. The physician performed an angiogram of the right femoral artery by using the left common femoral artery approach. It was reported that there was atheroma which caused acute closure of the right profunda artery distal to the perclose site and a stricture at the perclose site. The physician advanced a .014 guide wire distal to the perclose site and performed angioplasty using two different sized balloon catheters. Upon completion of the angioplasty, it was reported that normal flow was established and the pain was reported that normal flow was established and the pain was resolved. The pt was discharged home on the same day and is doing "fine" to date.